Manufacturer narrative:
Citation: de freitas campos guimarães et al. Long-term outcomes after transcatheter aortic valve-in-valve replacement. Circ cardiovasc interv. 2018 sep;11(9):e007038. Doi: 10.1161/circinterventions.118.007038. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term outcomes after valve-in-valve (viv) transcatheter aortic valve rep lacement (tavr). All data were collected from multiple centers between 2009 and 2015. The study population included 116 patients (predominantly male, mean age 76 years), 60 of which were implanted with medtronic corevalve and 2 with a medtronic evolut r. No serial numbers were provided. Among all patients, eight early and 30 late deaths occurred. Twenty of the 30 late deaths were deemed cardiovascular in nature, but no further details were provided on these deaths. Based on the available information medtronic product may have been associated with the death(s). Among all patients, adverse events included: coronary artery occlusion, valve embolization, myocardial infarction (mi), stroke, major vascular complications, major/life-threatening bleeding, arrythmia requiring new permanent pacemaker, and stenotic structural valve dysfunction (svd). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.